Manufacturer narrative:
During a retrospective review of events processed through a recently acquired entity and in accordance with 21 c.f.r part 803, this record has been determined to be MDR reportable. The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified. Accordingly, this event has been determined to be MDR reportable. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: one electronic photo was reviewed. The photo shows an entire conquest pta catheter. The catheter has been coiled up over a surface covered with brown paper towels. A kink is visible on the catheter shaft. The kink is considered incidental as it was not originally reported and might be due to how the catheter was handled or coiled up. The balloon material appears bunched over the distal tip of the balloon. The material bunching appears to be both peeled peebax and unraveled fiber material. Based on the photo review, material rupture cannot be definitively confirmed. However, based on the photo review, peeled and unraveled material can be confirmed. Conclusion: although the sample was not returned for evaluation, one electronic photo was provided for review. Based on the photo review, the investigation is inconclusive for material rupture, as the photo review could not confirm a rupture. However, the investigation is confirmed for peeled and unraveled material, as the photo shows balloon bunching extending over the distal tip of the balloon consistent with what appears as peebax peeling and unraveled fiber material. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current (B)(4) IFU (instructions for use) states: - method for use 1. Contents supplied sterile using ethylene oxide (eo). Non-pyrogenic. Do not use if sterile barrier is opened or damaged. 2. To reduce the potential for vessel damage, the inflated diameter and length of the balloon should approximate the diameter and length of the vessel just proximal and distal to the stenosis. 3. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. [Applying excessive force to the catheter can result in tip breakage or balloon separation.] 4. Do not exceed the rbp recommended for this device. To prevent over pressurization, use of inflation device with manometer is recommended. [Balloon rupture may occur if the rbp rating is exceeded.] 5. Careful attention must be paid to the expansion of the stents, dilatation of calcified lesions or tortuous anatomy. [It may lead to catheter damage or balloon rupture. Information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the angioplasty procedure for venous stenosis of av graft, the pta balloon allegedly ruptured. No patient injury was reported.